Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, over infusion was reproduced. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a defective upstream occlusion sensor block. The uso sensor block requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump failed flow rate testing by over infusing. The programmed volume to be infused was 25 ml with programmed flow rate of 25 ml. The actual amount infused was 27.64 ml. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: a review of the event history log (ehl) revealed a basic primary infusion on the reported event date. However, prior to infusion start the user cleared parameter values; therefore, the reported parameters could not be identified. No abnormalities were found related to the reported condition. Should additional relevant information become available, a supplemental report will be submitted.